Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: a review of the black box data showed a 064 call service alarm. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted a cs 064 call service alarm during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.